Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a burning smell during their pd treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. There was no observation of smoke, spark, flame, arcing. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the inverter cable lcd power connecter had an internal short.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no sign of physical damage. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test and system air leak test passed. A post-accelerated stress test simulated treatment was performed without any failures or problems. The mushroom head check passed. An internal visual inspection of the returned cycler was performed and encountered a slight burning smell traced to a short on inverter cable lcd power connecter. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter cable connecter. The cycler was refurbished following the evaluation.